Event description:
It was reported, the pump did not alarm in the event of the feeding error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be unintentional user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. D3, g1, g2 email address: (B)(6).